Event description:
It was reported that the patient had massive bleeding. The site of bleeding was intraperitoneal (hypermenorrhea). The approximate number of units of red blood cell concentrate transfused per 24 hours was less than 4 units. Laboratory values were performed on the day closest to the date of occurrence of the adverse event, and the date of implementation of the test item. Prothrombin time (international normalized ratio): laboratory value: 2.0 international unit (iu) on (B)(6) 2024. The activated partial thromboplastin time (aptt) laboratory value was 32 sec, day on (B)(6) 2024. The platelet count (plt) laboratory value was 18.4 × 10o/l on (B)(6) 2024. The patient underwent a transfusion of concentrated red blood cells on 20jan2024. There was no drug treatment. Anticoagulant treatment at the time of the event was warfarin aspirin. It was noted that the patient had a history of lesions or disease at the bleeding site and accelerated the development of bleeding (hypermenorrhagia). The outcome was not thought to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter postal office or zip code: (B)(6).

Manufacturer narrative:
Section b2: corrected. Section d4: primary UDI corrected. Section h6: health effect - clinical code and health effect - lmpact code corrected manufacturer¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1, "introduction," lists bleeding as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was readmitted for hypermenorrhea on (B)(6) 2024 and was discharged on (B)(6) 2024.